Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to possible intermittent crosstalk oversensing of left atrial signals on the left ventricular (lv) lead channel. Device data indicated there was 99 percent right ventricular (rv) pacing and 74% lv pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.